Manufacturer narrative:
A patient experiencing high impedance was reported to abbott. The patient¿s lead was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Corrected data h6 - adverse event problem (refer to coding manual) b5 - describe event or problem the report event of high impedances was confirmed. As received, microscopic inspection showed the returned lead found all the internal lead wires broken.

Event description:
It was reported that patient experienced ineffective therapy. System diagnostic recorded high impedances. Surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue

Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy. System diagnostic recorded high impedances. However, it was eventually confirmed that the lead was fractured. Surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue.